Event description:
Hcp reported they had trouble filling the pump on (B)(6) 2012. A dye study was planned.

Event description:
In (B)(6) 2012, it was reported that the patient had been in and out of the hospital from (B)(6) and missed their refill. The pump was turned back on and patient was not getting good pain relief. It was later reported that the patient had been hospitalized for gi issues (nothing related to the pump). Per the reporter, the patient was on a high dose at the time and let the pump run dry. It was noted that the patient got the first fill in (B)(6) and was set a lot lower than the prior dose but was still high. The patient had not had any relief and the pump was checked before they refilled it. There was nothing in the logs that indicated a problem and there was no discrepancy in the residual expected. Per the reporter, the patient's pump flips and they have had to flip it in order to fill. The hcp planned to increase the pump 10% and was scheduled to see the patient in 2 weeks. It was noted that if there was no relief in the patient's pain the hcp planned to do x-rays and a dye study. The pump delivered hydromorphone and prialt.

Event description:
Several attempts were made to acquire further information; however, no further information was available or provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported on (B)(6), 2012 that the patient continued to not get relief from the pump; however the dose had not been increased. It was also reported that the patient fell and had to have knee surgery and developed an infection. The plan was to send the patient for a dye study and/or revision of the catheter once she recovered.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).